Event description:
The report states: during CPR: ez-io insertion stopped during the insertion procedure. 90sec of delay while the ems crew had to organize a second power driver. Led lamp was green all the time, it did not blink red as it should when battery power is ending. Insertion occurred at proximal tibia. The manual insertion of the needle was not considered at the moment. The patient deceased later in the hospital. If the belated insertion of the needle is responsible, it is not known. The insertion procedure has been finished with a second device. (Delay of approximate 90sec).

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Ez-io driver 9058 (sn (B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: 002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 3.88 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the medium profile sawbone phase of testing with a complete stall on the first attempt at 3.88 seconds. No further testing was attempted. The complaint has been confirmed. The driver was opened to test and recorded operating characteristics. Battery voltage measured as 15.2 dc volts without being activated. Battery voltage measured as 9.26 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was not able to be read or parsed because the chip in the driver was a f12 series which are not able to be read. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. After testing was completed the light was still on solid green. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance/device history record found that the driver passed all the release criteria. The device was released in 02/2009 and is approximately 11 years old. The customer's complaint was confirmed the reason the driver lost power was due to battery depletion. No other corrective/preventative actions will be assigned. The driver lost power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: during CPR: ez-io insertion stopped during the insertion procedure. 90sec of delay while the ems crew had to organize a second power driver. Led lamp was green all the time, it did not blink red as it should when battery power is ending. Insertion occurred at proximal tibia. The manual insertion of the needle was not considered at the moment. The patient deceased later in the hospital. If the belated insertion of the needle is responsible, it is not known. The insertion procedure has been finished with a second device. (Delay of approximate 90sec).